Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had an implantable neurostimulator (ins) site revision on (B)(6) 2015. The reason the patient had revision surgery was because the ins had migrated in 2015. It moved up and out of the pocket and up near the skin to an awkward part of their back. It was painful if the patient leaned back in a chair or if they tightened their belt they could see the outline of the ins pushing through the skin. The indication for use for this patient was gastrointestinal/pelvic floor.